Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. The patient suffered a cardiac perforation followed by a small pericardial effusion. The physician believed it occurred just prior to the transseptal procedure. The right atrium was mapped with the stsf catheter before the transseptal. No ablation had yet been done. A slight decrease in the patient's blood pressure was noted, then the effusion was diagnosed on intracardiac echo (ice). A pericardiocentesis was performed, removing an unknown amount of fluid. The blood pressure stabilized, and the patient was stable. The rest of the ablation procedure was aborted. The physician did not indicate that they believed bwi products caused the patient event, though they were in use at the time. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required overnight for observation. The generator used was a smartablate. The irrigated catheter flow setting at 15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Force visualization graph, dashboard, vector & visitag with visitag module parameters for stability set at fot; 3 with no additional filter used with the visitag. Color options used prospectively was tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-sep-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number, 30799838l, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).